Event description:
A male pt was positioned head first, supine and examined with the sense spine coil. After the exam a second degree burn of 3cm x 3cm on the hand was observed.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.